Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was an rtsa (reverse total shoulder arthroplasty) treating cuff tear arthroplasty on (B)(6) 2020. When the modular centered epiphysis was inserted into the humerus, the inner cortical bone cracked. The surgeon corrected the stem and reinserted the implant, but the greater tubercle cracked. He left the implant deployed in the humerus, tied up the cracked bones, and completed the procedure less than 30-minute surgical delay. The patient is currently hospitalized, and she is not scheduled to undergo a revision procedure. The surgeon commented as follows: he performed the procedure as per surgical instruction. He evaluated this event as severe. He usually uses other suppliers¿ devices but has not experienced such a case before. The bone size and fragility might have triggered the event. The patient¿s medical history, treatment history, and comorbidity had nothing noticeable. She does not have an allergy or smoke. The device was brand new and the first use when the issue occurred.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.